Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicates that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Its alleged by the patient's son, through the filling of a legal claim, that the patient underwent a right hip hemiarthroplasty on (b)(64) 2014. It is further alleged that after implantation the patient experienced pain, infection, thyroid problems, leg length discrepancy, weight gain, skin rashes and fatigue. Patient subsequently died.